Event description:
It was reported that the customer was hospitalized once and treated by paramedics another time due to hypoglycemia. The reported blood glucose reading was 384 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump was programmed and reading reservoir volume correctly. The displacement, self, and high pressure tests passed. The customer was disconnected during priming. The customer stated that an issue with the infusion set caused the events. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.